Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has a high blood glucose of 450 mg/dl. The customer stated that she didn't feel well. The customer's current blood glucose is 385 mg/dl. No medical treatment was needed. Troubleshooting was performed and the insulin pump is working as designed. Nothing further reported.